Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for spinal pain. It was reported that patient was asking if security gates could interfere with their implant to turn it off. Patient said she has had two occasions where she believed the implant has turned off on its own. Patient said on one occasion she noticed that she only had to charge for 30 minutes until fully charged and the lightning bolt was not on the screen. It was reviewed this could potentially indicate that she may have accidentally had the stimulation turned off during this time. Patient was unsure if she was accidentally turning it off on her own. No patient further patient symptoms or complications were reported in this event.